Event description:
Related manufacturer reference number: 2017865-2022-04394. Related manufacturer reference number: 2017865-2022-04395. It was reported that a patient presented in-clinic for a lead explant procedure. The patient's leads were known to have unspecified malfunctions. Examination of the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads via chest x-ray performed on (B)(6) 2022 revealed dislodgement due to twiddler's syndrome on all three leads. All three leads were explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and twiddler¿s syndrome. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured and did not meet the specification. The shape of the end of the lead can change after implant and handling, so it may not meet original product specifications.

Event description:
New information received notes that the right atrial (ra) , right ventricular (rv), and left ventricular (lv) leads were all found to have lost lead slack, which was noted prior to the procedure via the chest-x-ray. Prior in-clinic interrogation had only confirmed an unspecified issue on the ra lead. Additionally, fluoroscopy was used during the lead revision procedure. The patient weight was unknown.